Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 452 mg/dl at the time of the incident. Customer¿s current blood glucose level was 420 md/dl at the time of call. Customer was treated with a bolus for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. Customer reported blood glucose versus sensor glucose issue. Customer did not want to continue the troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.